Event description:
Customer reported via phone, she was attempting to enter her carbohydrates in her bolus wizard and the numbers kept scrolling. Customer believes there might be an issue with the up button on the insulin pump. Customer doesn't recall her blood glucose level at the time event occurred. Customer there wasn't any significant event that she might recall, the device was not exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.